Event description:
The plunger inside the syringe that is used to accurately measure the number of units to be administered has been slanted. Since one side is higher than the other there is no way to determine an accurate dose to administer.